Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 ¿ november 6, 2023. H11: the device and two (2) photographic samples were received for evaluation. Visual inspection of the provided photographic samples shows leakage from the administration spike port bonding area. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The actual set underwent functional testing, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address the lack of cyclohexanone applied to the spike port cap tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. The leak was discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date will be provided after the evaluation is performed. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.